Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced varying thresholds. Capture management indicated high thresholds, as well as being periodically unable to run. In addition, the right atrial (ra) lead experienced known intermittent undersensing. The rv lead safety margins were reprogrammed. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.